Manufacturer narrative:
This report 2031642-2015-01878 is a follow up to 2031642-2014-01527. Visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The shorted components on the power management pcba prevented the ventilator to power on. (B)(4).

Event description:
The customer reported that after the v60 ventilator had been disconnected from a patient, the device alarmed and shut off. There was no patient harmed associated with this event. It was further stated that the power light was blinking, but the unit would not turn on.